Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the wall charger was not charging the pump. The customer charged the pump using a spare micro usb cable through a laptop. Blood glucose was 145 mg/dl.